Event description:
The customer reported to the philips response center (rc) that the mrx was unexpectedly shutting down when it reached the bluetooth test segment of the user initiated operational check. There was no patient involvement

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation..